Manufacturer narrative:
H2) additional information: a1-a2 and a4-a6 updated. B5 updated. Additional information received from the initial reporter confirmed there was no patient involvement. B6-b7 updated. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have a "check clutch" error. The cause of the customer reported problem was the worn-out clutch parts and the faulty motor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the right and left clutch, clutch spring, and motor to fix the issue. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device exhibited a travel coarse/motor rate error. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. No repair history was identified. The event history log review confirmed the reported issue, and it was verified that the pump had a check clutch issue. The main cause of issue was worn-out clutches and the faulty motor. The right and left clutch plus the clutch spring were replaced to fix the check clutch issue. The motor was also replaced to fix the motor rate error.